Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level subsequently increased to 504 mg/dl. Insulin was administered via a manual injection to address bg. Technical support provided assistance in resetting the pump, which prevented further recurrence of the malfunction. The customer continued to use the pump for insulin therapy.